Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 04, 2024, and section h10 should be reported as: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam.this record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of musculoskeletal arthritis being treated with prednisolone and methotrexate. No other clinical information or medical interventions were reported. In addition, the patient's attorney reported allegations of nausea and infection. The patient did not report to receive medical intervention.. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.